Manufacturer narrative:
The cause of the discordant total testosterone results on two patient samples is unknown. Siemens healthcare diagnostics is investigating the issue.

Event description:
Discordant total testosterone results were obtained on two patient samples upon repeat testing on an immulite 2000 xpi instrument. The samples were initially run on an alternate immulite 2000 xpi instrument, resulting imprecise. It is unknown which results were considered correct and reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant total testosterone results.

Manufacturer narrative:
The initial MDR 2247117-2016-00052 was filed with FDA on august 26, 2016. Additional information (08/30/2016): initial MDR states that "it is unknown which results were considered correct and reported to the physician(s)." Additional information (08/31/2016): the water treatment filters were replaced as the issue was identified with the customer's water quality. The customer did not obtain additional discordant results after replacing water treatment filters. The cause of the discordant total testosterone results was due to the laboratory's water quality issue. This instrument is performing according to specifications. No further evaluation is required.

Event description:
The discordant total testosterone results obtained on the immulite 2000 xpi instrument were not reported to the physician(s). The samples were repeated on an alternate advia centaur instrument matching with the clinical picture of the patients. The repeat results from the advia centaur instrument were reported to the physician(s).